Event description:
Depuy mitek vapr premiere 90 electrode (catalog number 227204) used during shoulder arthroscopy. Surgeon reported it was not working as usual; was not heating up. Increased the setting, but no improvement occurred. Opened second one with same lot number and it worked fine.